Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. During preparation, outside the patient, a 3.00 x 48mm synergy xd drug-eluting stent (des) was noted to be dislodged from the delivery system. The procedure was completed with another synergy xd des. No patient complications were reported.